Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, when the leads were connected to the pulse generator (7824073) the device exhibited a loss of output and high impedance measurements. The physician elected to no longer use and replace the device. The second device (7823645) was used but the same anomalies were noted. The device was no longer used and replaced successfully. The patient was in stable condition post surgery.

Manufacturer narrative:
Final analysis could not determine the cause of the reported anomalies. Normal device function was found.